Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the disconnection was not reported. However, the patient was hospitalized for the event on (B)(6) 2017. The device is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak when their transfer set disconnected from the patient line as they slept. The patient was subsequently diagnosed with peritonitis. The patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime. The cause of the disconnection was unknown. The patient was recovered from the peritonitis. Action taken with pd therapy during this event was not reported. Additional information is not available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was in the emergency room overnight on (B)(6) 2017 discrepantly was later reported as ¿probably¿ (B)(6) 2017. Upon follow up it was reported the patient presented to the emergency room with bacterial peritonitis manifested by cloudy effluent abdominal pain and vomiting. On an unreported date, the patient started treatment with ceftazidime (7.5 ml, six hours in the afternoon intraperitoneally) and two kinds of unspecified oral antibiotics (further details not reported). Treatment was completed at the time of this report and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.